Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was new to the pump (first day) and blood glucose (bg) was 470 mg/dl. Customer delivered a correction bolus and bg improved to 266 mg/dl. System check performed with tandem technical support found no issues. Customer inserted a new infusion site, delivered another bolus, and resumed insulin delivery. Customer reported that insulin was stored in the refrigerator.